Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring seals did not deploy correctly out of the delivery tube into the aorta. The procedure was completed using a slide clamp. No patient complications were reported by the hospital as a result. This report is for the third seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.